Manufacturer narrative:
(B)(4). Date sent: 1/16/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unk surgery, the head was unstable during used and falls off when fired. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 2/17/2026. D4: batch # 105d55. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device was received with no apparent damage and with a cr40g reload loaded. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. In addition, several b-formed staples were noted on the reload deck. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. No patient or user-related issues, adverse outcomes, or IFU non-compliance were indicated in the investigation summaries. The event described could not be confirmed as the device was returned without detectable damage. Device history review a manufacturing record evaluation was performed for the finished device batch number 105d55, and no non-conformances were identified.